Manufacturer narrative:
There are no previous complaints on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the pressure was set at 30 psi failed at 42. The recalibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/30/2024, znyo medical received a report that during the preventive maintenance (pm), that when the pressure was set at 30 psi, it failed at 42. No report patient was involved.